Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the s90 4mm/90º suction electrode with hand controls device had some sparking inside the shoulder. According to the report, the device was removed and sparking was noticed outside the patient. Another like device was used to complete the procedure with an unspecified minimal delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated. Visual inspection revealed that the device was not returned in the original packaging. No visible damage on shaft, handle and cable. The active tip shows signs of activation with burn marks. The electrode was sent to the manufacturer for further analysis. The vapr s90 w/ hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. A visual inspection of the device was performed; as a result, five devices returned all with the same lot no, one device not returned in the original packaging, one device returned in the original packaging with the carton open but blister remains sealed, three devices returned in the original packaging unopened, the distal tip of the used device show signs of damage, with the manifold housing showing a degree of melting, the heat shrink shows signs of impact damage and no visible damage to handle, cable or plug. A DHR review has been performed for lot u2110032; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. Based on the charred and burnt section of the manifold seen on device 1, this complaint can be confirmed. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. As identified by previous capas, to completely eliminate reoccurrence of this failure mode a design change is required. Mitek agreed to close CAPA based on the low occurrence rate. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. H10 correction narrative: d9: the date device returned to manufacturer was inadvertently left blank on the previous report; and has been updated accordingly to reflect the correct information.